Event description:
Physician could not get the tip to open on the ligasure v. A second device was opened to complete procedure.additional information obtained from the site:device failure happened during the procedure and there was no harm to the patient. Staff set it to 3 bars which is about 115 watts. Manufacturer response (as per reporter) for vessel sealing instrument, ligasure vmanufacturer provided rga for product return evaluation.